Event description:
It was reported to the company that the pt had an infection at the implant site. The pt underwent an operation in 2007, but during the surgery the surgeon damaged the electrode array. The device was explanted.